Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed backup battery failure before replacing the battery cap. The customer¿s blood glucose level was 6.3mmol/l at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratches on case, stained keypad overlay, pillowing keypad overlay, missing display window cover, cracked retainer and minor scratches on lcd window.